Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported after the patient was readmitted to the hospital on (B)(6) 2023, he used PICC infusion, and found that the liquid leaked from the puncture point, and slowly withdrew the catheter and found two fractures on the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported after the patient was readmitted to the hospital on (B)(6). 2023, he used PICC infusion, and found that the liquid leaked from the puncture point, and slowly withdrew the catheter and found two fractures on the catheter. No other information was provided.